Event description:
Boston scientific received information that this patient was admitted to the hospital due to a collapse and dizziness. During a check of this right ventricular lead low out of range pacing impedances were displayed as well as loss of capture and asystole for > 2 seconds. An x-ray done showed a slight nick on the lead, this was suspected to be a lead fracture. It was suspected that the fracture occurred during the device change out and this was not recognized despite low pacing impedances on the right ventricular lead. The whole system was removed and replaced successfully. The lead will not be returned.

Manufacturer narrative:
Should additional information become available this investigation will be updated.